Event description:
On 9/24/96, the MFR's marketing dir in france contacted the MFR and reported that after reviewing the french version of the device clinician's manual, they had noted several linguistic and "retyping" mistakes on the final text. The marketing dir reported that on page 44 of the clinician's manual, baclofen drug appendix, all of the drug dosage units are incorrect. The dosages should have been in micrograms and not in milligrams (mg) as printed. The marketing director placed all of the clinician's manuals on hold upon discovery of this error.

Manufacturer narrative:
The following corrective action has also been implemented as a result of this event: 1) the drawing for this manual has been quarantined and an engineering change order will be implemented to make the necessary corrections to this drawing, 2) the MFR's office has returned the remainder of their inventory of this manual (51) to the MFR and these manuals will be placed in quarantine. In addition, it has also been determined that fifty (50) of these manuals had been distributed at trade shows; however, none of these manuals were accompanied by devices. Should any of the recipients of these clinician's manuals place an order for an implantable infusion device, a corrected version of this manual will be forwarded with the device. One clinician's manual was sent out with a morphine implantable infusion device; however, the device and manual were intercepted in customs by the foreign office and the manual was replaced with a correct version prior to shipment to the customer. The MFR is now closing its file on this event. In the initial report, this event was filed as a malfunction (under h1); however, the report should have been filed as other: mislabeled.